Event description:
A us distributor returned a battery pack indicating that it was non-functional.

Manufacturer narrative:
Device eval of battery pack (B)(4) is underway. The reported problem (non-functional) has been confirmed. As received, the battery pack was unable to power on a monitor or charge. A root cause analysis is currently underway at the supplier. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.